Event description:
Customer received vacuum error codes while booting up their device. It was also stated that the failure occurred intermittently. This happened during preop. And the customer tried troubleshooting the device and decided to send the unit in the repair. The pt's procedure was rescheduled for the following day.